Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a plum xl infusion pump the customer reported "is not pumping, infusion rate off, the right volume". The customer stated the problem with the infusion rate was overall it was administering less than recorded on the pump when using both the primary and secondary function, only the secondary rate would be administered and not the primary. No additional information was provided.